Event description:
It was reported that, "electrocautery handpiece self activated immediately after being plugged into the machine".

Manufacturer narrative:
It was reported that, "electrocautery handpiece self activated immediately after being plugged into the machine. The handpiece was resting on the patient's abdomen at the time, resulting in an approximately 2 cm burn. The handpiece was unplugged and removed from the field, and a new one was opened. Dr. Sutured the burn area and applied skin glue. The handpiece was part of the custom pack for a lap chole". No additional details are available related to the customer reported issue. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.